Event description:
It was reported that the air-in-line alarm sounded repeatedly during use of the as lvp 20d dehp amber ss 0.2m with "inflectra" at low flow rates. The following information was provided by the initial reporter: "nurse reported "air in line" alarms repeatedly, even after changing pumps. Shared that alarms occurred during low flow rates (10, 20, and 40 ml/hr) but not at high flow rates (250 ml/hr). Medication being infused (inflectra) was a step up".

Manufacturer narrative:
H6: investigation summary: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. Tubing was successfully primed. An infusion run was conducted at a rate of 10, 20 and 40 ml/hr for 1 hour each using pump dchu-0010 and pump module dchu-0013. All three runs were completed without issues. The customer complaint that the pump reported "air in line" could not be replicated. A root cause could not be determined because the failure was unable to be replicated. A device history record review for model c24101e lot number 20016485 was performed. The search showed that a total of 7683 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the air-in-line alarm sounded repeatedly during use of the as lvp 20d dehp amber ss 0.2m with "inflectra" at low flow rates. The following information was provided by the initial reporter: nurse reported "air in line" alarms repeatedly, even after changing pumps. Shared that alarms occurred during low flow rates (10, 20, and 40 ml/hr) but not at high flow rates (250 ml/hr). Medication being infused (inflectra) was a step up.